Manufacturer narrative:
Check valve to correct reported problem, inhalation module replaced as a precaution.

Manufacturer narrative:
Date: (B)(6) 2014. All test passed, no fault was found on the returned inhalation module. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator failed the extended self testing (est) due to a leak at the inspiratory non-rebreathing check valve. The ventilator was not in use on a patient. The manufacturers field service engineer (fse) reported the check valve body was torn from the outer ring, which may result in blocked airflow through the gas path of the assembly. The manufacturers fse replaced the check valve to address the reported problem. The inhalation module was replaced as a precaution. Final testing was completed to operating specifications.